Event description:
It was reported that the patient with this bundle of his lead had exhibited infection. A revision was performed and the pacemaker, along with the right atrial (ra) lead were explanted while the bundle of his lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).